Manufacturer narrative:
Method: risk assessment. Result: the device has not been returned nor a catalog number or lot number is provided. No lot # was provided, so a manufacturing record review could not be performed. Conclusion: the root cause of the event cannot be determined with the given information.

Event description:
It was reported that; confirmed the breakage of the rod during extension surgery. Did surgery to replace the rot, but found a broken the rot, furthermore a broken the extension connector. Complete to exchange a rod and connector by surgical treatment.

Event description:
It was reported that; confirmed the breakage of the rod during extension surgery. Did surgery to replace the rot, but found a broken the rot, furthermore a broken the extension connector. Complete to exchange a rod and connector by surgical treatent.